Event description:
On (B)(6), 2010, the pt was implanted with a gore tag thoracic endoprosthesis to treat a type b dissection. On (B)(6), 2011, images showed a lack of wall apposition of the implanted tag device due to an angulated arch. On (B)(6), 2011, an arch replacement was performed using an e-vita open plus hybrid stent graft system that was sutured to the proximal end of the tag device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Images for the event are being analyzed. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.